Manufacturer narrative:
Analysis of the software revealed import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the site was unable to transfer scans from the imaging system to the navigation system. The scan had a nav tag on the mobile view station (mvs) but was not showing up on the navigation system when in the spine application. It was noted no transfer error was encountered. Both imaging and navigation were aborted. When a manufacturer representative was in the cranial 3.0.2 application, the scan showed up and was able to be opened and viewed. Additionally, the scan showed up under the archive task in the spine 2.1 software. This issue occurred perioperatively and cause a less than one-hour surgical delay. There was no reported impact on patient outcome.